Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the right ventricular (rv) lead helix would not extend despite multiple attempts. Other attempts resulted in the helix extending only after more than 25 rotations. It was also noted that when the helix did extend, it appeared to jump out, with retracting a similar issue. The physician felt the lead was compromised, so the lead was not used and another lead was implanted. The lead was further tested outside of the body, and the helix extended in a non-typical manner. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.